Event description:
12th august 2025 - the complaint initiator replied that there was increased time under anaesthetic and increased tourniquet time because they had to redo the whole graft preparation a second time. He followed up with the staff and they informed him that the patient ended up with routine post op care with no complications.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 31st july 2025, it was reported by an arthrex employee via email that an ar-1588rt-2j, tightrope® ii rt, with deploying suture, broke when the surgeon went to re-tension on the femoral side after cycling. This was detected during use in an acl reconstruction on (B)(6) 2025. The procedure was completed successfully as they had to open another implant, take off the tight ropes and start graft preparation again with a new tightrope implant.